Event description:
Additional information: it was reported that the patient remained on non-grounded cable and had not experienced short-to-shield or short-to-short events. The patient had been made aware of the possibility of pump exchange for his condition but was not eager to proceed with that option. Healthcare providers continued to monitor the patient's log files and general condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline from (B)(6) confirmed the reported wear and tear; however, the evaluation did not find damage that would have contributed to the low speed event captured in the log file under cs-113637. A distal-end driveline replacement was performed on (B)(6) 2021 under work order (B)(4) and approximately 17¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch (B)(4) was received on 09aug2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had significant wear and tear on their external driveline. X-rays performed due to wear and tear and short to shield condition were unremarkable. The patient had been on an ungrounded cable since (B)(6) 2018 due to reported pump stops and suspected short to shield. An external percutaneous lead repair was performed on (B)(6) 2021. The entire external length was replaced so another repair is not possible. The removed section of the driveline was returned for evaluation.

Manufacturer narrative:
Pending investigation completion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete. Related MFR: 2916596-2018-03032.